Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately low compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in mid (B)(6) 2010. The reporter stated the patient obtained a blood glucose result of "low" (less than 20 mg/dl) with the subject meter. The cca was advised the patient manages her diabetes with lantus insulin (24 units at night) and novolog insulin (sliding scale). It is not known what action the patient took at the time of the alleged issue. During that same time, the reporter stated the patient obtained a blood glucose result of "900 mg/dl" with an emergency room/ hospital device. The reporter stated the patient was hospitalized and administered insulin (type/ amount not specified) as treatment. The reporter claimed the patient almost "went to coma toast" and developed liver problems. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca was not able to walk the reporter through a control solution test to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.